Event description:
It was reported prior to starting a da vinci si surgical procedure that the monopolar cautery instrument was noted to have a tear in the shaft of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was damage to the main tube insulation at the distal end. The insulation was found with a gouge mark with material missing. The mark is not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation with deep scratches but no material removed. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.